Event description:
It was reported that the reservoir of a folfusor sv4 burst. This occurred after filling the device. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Occurrence date is unknown. The device was evaluated by baxter. A visual inspection noted the ruptured bladder in a non-footing position. Microscopic analysis revealed markings on the interior surface which indicate internal damage. The reported condition was confirmed. The root cause of the rupture is undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental MDR will be submitted.